Event description:
Dr. Contacted the sales rep to state that he has recently had three vessel dissections with the neuron delivery catheter 053. The timeframe was over several months, but the procedure dates were not known. All events occurred in patients with vessel tortuosity that made access challenging.

Manufacturer narrative:
Device not retuned from hospital to manufacturer.